Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer locking mechanism was broken and the red button on the back of the drawer had completely fallen off. A field service engineer tightened the hard stop screws and tested in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5a drawer had a broken locking mechanism. The red button on the back of the drawer had completely fallen off and required repair. The customer was having difficulty keeping the drawer closed on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.